Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date on: (B)(6) 2013, inratio2: 1.7, lab: 17 (pt>180). Therapeutic range 2-3. Patient hospitalized on (B)(6) and treated for high inr, hematuria, and anemia - given fresh frozen plasma (ffp). Patient was still in the hospital at the time complaint was called in.

Manufacturer narrative:
Investigation pending.